Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received. Medical history exceeds character limitations: ((B)(6).

Event description:
The hospital reported that the hst iii system (4.3mm) became stuck during the attempt to remove it from the plastic holder (step 4). Steps 1¿3 were carried out smoothly by the operator. The issue occurred at step 4: the disc and metal loop remained in the plastic holder, while the applicator could be withdrawn. No external mechanical damage was observed. The procedure was completed using a new device. There was no procedural delay. There was no patient harm.

Event description:
N/a.

Manufacturer narrative:
(B)(4). Updated fields: b4, e1, e2, e3, g3, g6, h2, h6, h11.

Manufacturer narrative:
(B)(4). Updated sections: b4, d9, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 12/29/2025. An investigation was conducted on 01/05/2026. Signs of clinical use and no evidence of blood was observed. The delivery device was returned inside the loading device with the white plunger not depressed and the blue safety lock on, which prevents the white plunger from being depressed. The seal was observed in the loading device window. The delivery device was removed from the loading device with no physical or visual difficulties observed. The seal and tension spring assembly remained inside the loading device. The seal and tension spring assemly was removed from the loading device with no physical or visual difficulties observed. No visual defects were observed on the intact seal and tension spring assembly. Measurements of the delivery device were taken; the inner diameter was measured at 0.196 inches, the outer diameter was measured at 0.220 inches. The length of the delivery tube was measured at 2.48 inches. The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the investigation results, the reported failure "activation problem" was not confirmed, however, the analyzed failure "fitting problem" was observed. The lot # 3000438521 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure or the analyzed failure. Specific actions for the reported & analyzed failure modes are being maintained and documented under maquet's corrective and preventive action (CAPA) system.